Manufacturer narrative:
This event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02920). This MDR resubmission now reflects the correct product registration number. No device returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there two defective pcu (8015) keypads with serial number (B)(4) resulting in the devices not powering on, as well as a defective pcu (8015) keypad with serial number (B)(4) with keys 1,4, and 7 not working. There was no patient harm. The issues were noted prior to patient use. There was no patient involvement.

Event description:
It was reported that there two defective pcu (8015) keypads with serial number (B)(6) resulting in the devices not powering on, as well as a defective pcu (8015) keypad with serial number (B)(6) with keys 1,4, and 7 not working. There was no patient harm. The issues were noted prior to patient use. There was no patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).